Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the stenosis cannot be determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number 2015691-2016-00224 for additional information.

Event description:
Edwards received information that a patient underwent double transcatheter valve-in-valve procedure in the mitral and aortic positions. It was reported that a 26mm transcatheter valve was implanted inside a disabled 21mm aortic bioprosthetic valve in the aortic position via valve-in-valve procedure. The reason for aortic valve-in-valve intervention is due to aortic stenosis. The implant duration of the 21mm valve at the time of the valve-in-valve procedure was six (6) years, three (3) months, fifteen (15) days. There were no complications reported.